Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that occlusion was located in the tubing. Infusion set was used for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.